Manufacturer narrative:
Product analysis:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Concomitant medical products: dtba1d1 crt-d implanted on (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and a small artifact was also identified after the t wave. Intermittent rates indicated oversensing. Pocket manipulations and isometrics did not replicate any oversensing. The lead remains in use. No patient complications have been reported as a result of this event.